Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified proximal end of left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used at pre intravascular ultrasound (ivus) but image disappeared. The motor drive unit 5 (mdu5) was working but image did not appear. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole at the sheath lap joint section of the device.